Manufacturer narrative:
Qn# (B)(6). The device history review for the product auto endo5 ml lot# 73b1800527 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that upon application the clips falls off by themselves.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No clip was in the first position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired. Several more attempts were made with no clips firing. The device was disassembled to inspect the internal components. Upon disassembly, no further damages were observed. It was found that the device was returned with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. Since no clips were returned, the reported complaint issue could not be confirmed. It could not be determined how or why the ratchet ears were broken. A corrective action is not required at this time as it could not be determined what caused the complaint issue since no clips were remaining in the returned sample. The device history record review showed no evidence to suggest a manufacturing related cause. The reported complaint of "clips falls off by itself" was not confirmed based upon the sample received. One device was returned. The device was received with 0 clips remaining in the channel indicating that all 15 clips were fired by the end user. The ratchet ears were found to be broken which indicates that the clips might have been out of position. If clips are out of position in the channel, then clips could load incorrectly or not fire from the device , but it could not be confirmed that the clips were out of position in the returned device. It could not be determined why the ratchet ears broke. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at manufacturing. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since there were no clips remaining in the returned device and it could not be determined why the ratchet broke, the reported complaint issue could not be confirmed, and a probable cause could not be determined.

Event description:
It was reported that upon application the clips falls off by themselves.